Event description:
Medtronic received a report that the distal portion of the pipeline had a deployment expansion failure even when the pipeline was resheathed the issue was not resolved. The pipeline was collected. The pipeline was more than 50% when it failed to open and it was resheathed 3 or more times. The pipeline and any accessories were prepared as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event.   The patient was undergoing surgery for treatment of a saccular, unruptured ophthalmic aneurysm with a max diameter of 9mm and a 5mm neck diameter. The landing zone had a measurement of 3.5mm distally and 4.2mm proximally. It was noted the patient's vessel tortuosity was normal. Dual antiplatelet therapy (dapt) was administered and the platelet reactivity units (pru) was in range with no problems.   Ancillary devices include a phenom 27 microcatheter.

Manufacturer narrative:
E: initial reporter/physician name was not reported by region due to the countries privacy laws. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H3: product analysis #293334263: equipment used: video inspection system (m-85519), camera (panasonic lumix dmc-zs5); ruler (m-83361) as found condition: the pipeline flex shield was returned within the outer carton; inside of a biohazard bag and a shipping box. Visual inspection/damage location details: the distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal ends of the braid were found fully opened and frayed. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper. No other anomalies were observed. Conclusion: based on the returned device, the customer complaint was not confirmed as the distal and proximal ends of the braid were fully opened and frayed. The cause could not be determined. The damage to the ends of braid is possibly the results of the physician re-sheathing the device more than recommended two times. Possible cause of failure to open includes damaged braid. Customer reported that vessel tortuosity was normal. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. There is no way to make such attempt to the device which does not deploy during implantation, though it is possible to attempt other steps or devices if it is after implantation.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.